Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material adhered to the forceps elevator and the bending section cover (a-rubber) being dirty occurred due to failure in proper reprocessing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were discovered during the device evaluation: due to the coating peeling around the connecting tube, the insulation resistance value did not meet the standard value; due to the deformation of the electrical connector, the endoscope cable could not be connected securely; due to the breakage of the light guide bundle, illumination was uneven; the connecting tube had the coating peeled; found with low angle; knobs had play; grip and forceps control lever were dirty; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing, the scope elevator was not working properly, resulting in reduced angulation on the duodenovideoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the forceps elevator had foreign material. The foreign material was yellowish/brown in color, and it was unknown what the foreign material was. This report is to capture the reportable malfunction of a foreign substance found on the forceps elevator noted at estimation.